Event description:
It was reported that device detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified proximal, mid and distal right coronary artery. A 1.50mm rotapro and a rotawire drive were selected for use. After several ablations, it was noted that the burr did not move when the entire advancer was pulled, and burr did not move when pushed again. Consequently, the rotaburr came off (detached). The guiding catheter, rotawire, and rota advancer were all removed from the patient's body at the same time, and the rotaburr that came off was also collected together with rotawire. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed and reinserted with no resistance or issues. Product analysis could not confirm the reported events, as the returned rotawire was able to be removed and reinserted into the returned rotapro device with no resistance or issues.

Event description:
It was reported that device detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified proximal, mid and distal right coronary artery. A 1.50mm rotapro and a rotawire drive were selected for use. After several ablations, it was noted that the burr did not move when the entire advancer was pulled, and burr did not move when pushed again. Consequently, the rotaburr came off (detached). The guiding catheter, rotawire, and rota advancer were all removed from the patient's body at the same time, and the rotaburr that came off was also collected together with rotawire. The procedure was completed with a different device. No patient complications reported.